Event description:
It was reported that in tka case when moving to final range of motion screen with trials, the system said the femoral tracker had moved about 4mm. Redefined and moved forward. The system said it was in valgus and the knee also looked that way. Went back and looked at where were cuts in relation to the plan and they looked spot on, but the leg was not in the alignment it should have been corrected to. Ended up having to take more distal medial bone on the femur with manual instrumentation to even out the alignment.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment. Case log files and screenshots were returned for investigation. DHR review found that the software version 6.0.01 has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio surgical system surgical technique for total knee arthroplasty provides instructions for placing the bone pins and trackers correctly in the "bone tracking hardware" section and provides recovery actions for different points of failure throughout the case in the "recovery procedure guidelines" section. We could confirm there was a relationship established between the reported event and the device. Review of the log files and case screenshots found that the pre-operative alignment was 6 degrees in varus deformity, and the plan was to bring the patient back to 0 in terms of alignment. The tracker moved, which shifted the axis in the coronal plane. Post-operative visualization was completed and the tibia component varus/valgus did not appear to be incorrect, which is likely the reason that the user did not see any error in the tibia when visualizing with the plate probe. However, due to the shift of axis, the overall leg alignment may have been affected since the system was comparing the femur axis to the tibia axis because while they were shifted, they could still appear straight.